Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient underwent variax clavicle surgery for right clavicle on (B)(6) 2018. The plate was removed without the bone union on (B)(6) 2018 due to the erosion of the hook to acromion.